Event description:
The pt stated that his infusion device shut down without warning causing his blood glucose to elevate to over 500 mg/dl. He stated he felt sick and nauseated. His normal blood glucose is around 110 mg/dl. He stated the power pack was 4 days old and he was aware of the power pack recall. The pt stated he saw an "8" on the display of the device and at one point "pc" was displayed and "cell" was flashing. He also stated he saw what looked like an "e" but he stated the screen was hard to read. He was not able to clear the screen or to place the pump back in the run mode. He inserted several new power packs into the infusion device and the display would not clear. At the time of the report the pt stated he had not done anything to lower his blood glucose. He stated he had not had to give himself an injection in 3 years and he was not sure if the insulin he had was "good." He was advised to contact his physician for a backup method of insulin delivery until his replacement infusion device arrived. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.